Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that 2 sets of epidural tubing leaked within a couple hours time during use on the same patient in the ob department. The customer further states that they have experienced multiple pcea tubing leaks since (B)(6) 2018 and that the leaking is not occurring at the point of the luer-lock connection, but is leaking from the sheath that surrounds the tubing near the luer-lock. It is further noted that if there is resistance in the tubing set, the fluids leak out from the tubing. There was no patient harm.